Event description:
According to the info received, a catheter was damaged/broken. The end user has found 12 catheters where the funnel comes off very easily.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a follow up report will be filed.